Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the mobile system. (B)(4).

Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 270 mg/dl (mobile system) and 110 mg/dl (compact plus system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation. The product was received, and a result of 266 mg/dl was found in the history of the mobile meter instead of the reported value of 270 mg/dl.